Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an mmo (invizia plate) shipped a part to eol that was packaged incorrectly. The package was labeled for pn 07.01617.002, lot# 6252716, dlv 81990175; however what was in the package was a 07.01617.001. The package has been opened, but the part is still in the packaging. This was discovered upon receipt of the invizia kit and there was no patient involvement.

Event description:
It was reported that a 66mm 3-level acp plate was packed and labeled as a 51mm 3-level acp plate. This was discovered upon receipt of the device and there was no patient involvement.

Manufacturer narrative:
Additional information in d4: UDI, d8, h4, and h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one plate for the product not matching the package label. Device evaluation: the complaint is confirmed via photograph. Potential cause this is due to a manufacturing issue out of millstone medical outsourcing; only this one piece was mislabeled. DHR review and related actions: per DHR review, the part was likely conforming when it first arrived at millstone medical outsourcing. Since only this piece was affected, no actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.